Event description:
The account reported the brake would not fully engage when the brake is applied. The bed is located on the 3rd floor at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The technician found the brakes are out of adjustment. This may be due to normal wear and tear. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake mode. Test the steer mode to determine if the foot end casters lock in the steer mode. Check the tires for cuts, wear, tread life, etc. The technician adjusted the brake casters to resolve the issue. Based on this info, no further action is required.